Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the returned product noted a tape was placed in the middle of the cord, which could mean there is a damage or a cut. The device was manufactured in 2016, it shows signs of significant use. Our investigation included a functional evaluation by connecting the sureshot targeter to the sureshot interface unit, which could not confirm the stated failure. The device functions as intended. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, the sureshot targeter didn't work when connected to the controller and displayed a message stating that the targeter was broken. The surgery was completed using the intraoperative c-arm positioning for blind lock. There was a delay reported for more than 1 hour. No backup device was available. No patient injuries reported.